Event description:
It was reported that the patient experienced an infection at the implante site of the three leads of the scs spinal cord stimulator (scs). The patient is under medical observation and is pending a next course of action.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5007148 and 5007028.